Event description:
Md using holmium laser lithotripsy for right ureteral stone. While using laser, approximately 2 mm size piece of the end of the laser fiber tip broke off. The surgeon notes that no fragments were visualized in bladder following basket extraction. The operative note states: "ureteroscopy was carried out to the mid proximal ureter and there was no evidence of retained fragments. The safety wire and cystoscope were then used to deploy a 4.8 french x 26 cm double-j ureteral stent, which was deployed in good position. The bladder was emptied. The patient was taken to recovery room in stable condition."